Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the all the information available, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure, after 4min10s of laser emission and 23721 joules, the laser beam was no longer goes at 90 degrees but straight. There were no patient complications, however, the information about the procedure outcome is unknown.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure, after 4min10s of laser emission and 23721 joules, the laser beam was no longer goes at 90 but straight. There were no patient complications, however, the information about the procedure outcome is unknown.